Event description:
Complaint coordinator reportes one incident of a blood leak at the "venous side of the dialyzer" with the psn 140 dialzer. Blood leak occurred at the start of treatment and blood loss was reported as minimal. No patient injury or medical intervention to report per complaint coordinator. No further information is available at this time.